Event description:
It was reported that the display was blank and there was an audible alarm on the insulin pump. Nothing further was reported.

Manufacturer narrative:
The display was blank due to an anomaly isolated to the liquid crystal display board.